Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed that the device was oversensing noise as ventricular fibrillation. Secure sense algorithm detected ventricular lead noise and inhibited inappropriate therapies. The asymptomatic patient presented in clinic on (B)(6) 2017 for further evaluation; it was confirmed that due to discrimination channel, the v-sense amp appeared to be inappropriately sensing noise. Chest x ray was performed and revealed that the lead was in the same position. Further review of the transmission showed ventricular non capture. The lead was repositioned successfully on (B)(6) 2017. Patient did not experience any adverse events.